Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported that the cannulated drill bit broke off in the patient but they were able to get it out. Nothing was left behind. No patient injury or other complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device.